Manufacturer narrative:
Additional devices for this complaints: con187575 - 1407au - MFR. Date: 2014-10-31 - exp. Date: 2015-10-31. Con187562 - 1407au - MFR. Date: 2014-10-31 - exp. Date: 2015-10-31. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual warn the user to not operate the controller in temperatures less than -20c (-4f) or greater than 50c (122f) or the controller may fail. In addition the IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The patient manual also instructs the user to call their doctor immediately if they notice a sudden change in how the pump works, feels or sounds (event if there is no alarm). This issue has the potential to cause death or serious injury. Overheating may lead to burns or damage to the skin if it comes in direct contact. It may also lead to failure of the controller to work as intended leading to pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a male patient on biventricular hvad support noted that his right vad controller was very warm to the touch when compared to his left vad controller. The patient further reported that this controller had not been placed under any blankets or clothing and was always carried in the heartware provided shoulder pack. The patient reported being anxious about this issue. His right vad support controller and his backup right and left controllers were exchanged with no reported patient issue or injury

Manufacturer narrative:
The reported event of controllers feeling warm to the touch could not be confirmed on the returned controllers, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis revealed that the devices met specifications; the devices passed visual examination and functional testing. The controllers were allowed to run for two hours. After this time elapsed, the temperatures of the upper and lower surfaces of the controllers was measured. Results revealed that the controllers' surface temperatures were within normal range and felt normal to the touch during testing. The controllers contained an approved alternate mosfet transistor. Controllers with the alternate mosfet transistor may operate at high temperatures but still within the manufacturer's temperature operating range. As a result, the patient may perceive the controller as operating warmer. However, the controllers involved in this complaint were found to be operating at normal temperatures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.